Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set connector dislodged at the dark blue connector (female connector) and white connector. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event, however the patient was treated with prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed a separation between the female connector and main body. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.